Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis found that the device powered up to an error. It was also noted that the power cord bay was broken, and the hinge plate screws were missing. Product ID 2067 radiofrequency head; product ID 229047 analyzer.

Event description:
It was reported that the programmer would not boot up completely, that it was powering on to a blank screen. The programmer was returned for repair. It was indicated that there was no patient involvement associated with this event.